Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at quick release. The patient observed insulin came out of the tubing about 12-16 hours after the set was changed and this occurred with 6 sets. No further information available.